Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: images are disappearing, image snowflake and air water nozzle has corrosion. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the images are disappearing and image snowflake is cause traced to component failure and for air water nozzle has corrosion is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope image turns black. The issue was found during a diagnostic colonoscopy procedure. It was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.